Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power. The service rep replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Found during testing according to the reporter, the device would not operate on ac power. No pt involvement reported with this event.